Event description:
The patient reported a loss of therapeutic effect. The patient symptoms experienced were nausea/ sick to stomach, dehydration, increased baseline pain (severe stomach pain) diabetes only change was that it was not well controlled due to ongoing gastro intestinal problem/return of symptoms. Caller had to go to the hospital for diabetes help. It was indicated that the symptoms occur after a programming session with health care provider (hcp) about a year ago. It was indicated that since then the health care provider had put patient on "general" or "factory" settings. The patient responded adversely to any change in programming and the "factory settings" are not giving her the same relief she had prior to event date. It was indicated that a normal programming change was from 5v to 7.5v but when hcp tried this in (B)(6) 2013 it had to be returned to factory setting within 24 hours due to patient¿s adverse response. It was indicated that they kept programming the same/factory setting and patient was good until march. It was reported that on (B)(6) hcp tried a program change from 5v to 6v. This change resulted in patient having to go to the hospital due to adversely ill to stimulation increase. It was reported that patient fell in (B)(6) 2014. It was reported that a chair broke and the patient fell onto a pole and injured tissue in back, left back. The patient indicated that it was more of a physical therapy issue and was not sure if she told hcp about the fall. It was noted that during her hospital visit regarding reaction to stimulation program change in (B)(6) 2014 she told hospital that she was also feeling symptoms of back injury/fall at that time along with adverse illness. It was indicated that patient did not think hcp had done diagnostic imaging since the fall and she was currently at "factory setting." A follow-up report will be sent if additional information becomes available.

Event description:
Information received later indicated that patient was still having concerns regarding their device or therapy but had not sought further help. The patient appointment was scheduled on (B)(6), 2014.

Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).